Manufacturer narrative:
The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
The customer reported their 8015 not turning on. There was no patient involvement reported.

Manufacturer narrative:
The customer reported problem was confirmed.

Event description:
The customer reported their 8015 not turning on. There was no patient involvement reported.

Manufacturer narrative:
The customer reported problem was confirmed.

Event description:
The customer reported their 8015 not turning on. There was no patient involvement reported.